Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2018 by bmc musculoskeletal disorders, titled ¿radiological changes do not influence clinical mid-term outcome in stemless humeral head replacements with hollow screw fixation: a prospective radiological and clinical evaluation¿. The study reviewed forty (40) patients who underwent anatomic total shoulder arthroplasty (atsa), using eclipse (arthrex) and univers pe glenoid (arthrex) (not specified pegged or keeled) to address the following: idiopathic osteoarthritis (35 patients), post-traumatic osteoarthritis (4 patients), and humeral head necrosis (1 patient). Additionally, the study reviewed thirty-three (33) patients who underwent hemiarthroplasty (ha) using eclipse (arthrex) and univers pe glenoid (arthrex) (not specified pegged or keeled), to address the following: idiopathic osteoarthritis (25 patients), post-traumatic osteoarthritis (5 patients), humeral head necrosis (2 patients), and instability arthritis (1 patient). During the twenty-eight (28) month follow-up period, one (1) patient underwent revision for an unspecified cause. Source: heuberer, philipp r., et al. "Radiological changes do not influence clinical mid-term outcome in stemless humeral head replacements with hollow screw fixation: a prospective radiological and clinical evaluation." Bmc musculoskeletal disorders 19 (2018): 1-9.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.